Event description:
I was given a shot of euflexxa in my right knee. Since then I have had severe cramping, dry mouth, pain going from my knee to my ankle, and ringing in my ears that never goes away. This product is dangerous as it is unk if the effects will ever go away. Reason for use: osteoarthritis right knee.